Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a promark apex locator gave incorrect measurements; no injury occured.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.